Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient reports that since they had the pump replaced in november, they have had sexual intercourse 4 times and following that act, they have experienced withdrawal symptoms. The company representative stated that the patient after sex, reports feeling stomach pains, diarrhea and sweats. The reporter stated that she wasn't sure if the patient was reporting that the symptoms start 10 hours after sex or they start right after sexual intercourse and lasts for 10 hours. The reporter stated that the patient fears this was due to an intermittent catheter kink.

Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6) 2006 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 03-nov-2007, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.